Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 125662 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "earlier today we had an issue with the io needle on a priority one 6 year old pediatric patient. The patient was actively seizing and were unable to gain IV access in two attempts so we used the io drill on the left tibial tuberosity. The catheter advanced into the bone with out incident but we were unable to remove the needle from the catheter. This is huge issue because the io became useless because the tubing could not be attached to the end of the catheter. Fortunately, we were able to gain IV access in the patient's left ac to push meds as we progressed towards having to rsi the patient."

Event description:
It was reported "earlier today we had an issue with the io needle on a priority one 6 year old pediatric patient. The patient was actively seizing and were unable to gain IV access in two attempts so we used the io drill on the left tibial tuberosity. The catheter advanced into the bone with out incident but we were unable to remove the needle from the catheter. This is huge issue because the io became useless because the tubing could not be attached to the end of the catheter. Fortunately, we were able to gain IV access in the patient's left ac to push meds as we progressed towards having to rsi the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.